Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is low o2/yellow light/ unit noisy/ unit alarms not functional/ error code/ hour meter not working. The key failure is the pilot valve is not switching, which addresses all reasons for repair except the unit alarms not functional.&#2049;dditional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.